Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that undersensing on the atrial channel was observed. The device continued to pace in both chambers event though the patient was in a-fib at 300 bpm. The atrial sensitivity was reprogrammed. The device remains implanted.